Manufacturer narrative:
The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device failed to complete its service test. There was no patient harm or serious injury reported as a result of this incident.